Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal the string broke off of multiple tampons leaving the pledgets inside her vaginal cavity. She stated the strings still had a small piece of pledget attached to them. She manually removed the remaining piece of pledget from her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.